Manufacturer narrative:
(B)(4). This report was not confirmed. The lot number is unknown; therefore, a batch review was not performed. Based on the information gathered during baxter's investigation, the root cause of this report was not determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) wanted to reprime the patient line during fill 1. The technical service representative (tsr) explained to the hp that it was not possible to reprime the patient line during fill. It was possible only prior to starting the fill. The hp stated she saw air in the patient line and pressed stop. The tsr advised it was not possible to get the air out and advised to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). If additional information becomes available, then a follow up MDR will be submitted.